Event description:
Today (B)(6) 2020), a MRI prostate biopsy had an adverse event in which the needle did not retract properly, resulting in the biopsy needle entering the bladder.

Event description:
On (B)(6) 2020 complaint with pr# (B)(6) was received concerning a fabg failure to retract while conducting a prostate biopsy, this alleged failure caused the needle to puncture the patient¿s bladder resulting in hematuria. Per follow-up with event reporter no hospitalization nor medical treatment was required, and no complications were reported. Alleged defective product was returned to philips for investigation, philips shipped product to contract manufacturer for testing; testing results received on 31-aug-2020 show no product malfunction and passed all functional tests required. This hhe was created to re-evaluate the risk after this reported injury. Based on the investigation there is no indication that product failure is present with the products distributed since there are no other injuries reported. Based on the investigation performed on the retuned device and collected information as part of the complaint investigation there is enough data to conclude that this injury in an isolated event.

Manufacturer narrative:
A report was received on 12june2020 indicating that during a MRI prostate biopsy the fully automatic biopsy needle (fabg) did not retract properly. This resulted in the fabg 18g, 150mm; MRI needle entering the patient¿s bladder. The fabg was retrieved and sent to the contract manufacture for a thorough investigation. The investigation revealed that the returned device was fully functional and passed all visual and functional testing. However, the described product behavior by the customer is most likely attributed to use of the device problem when pushing the locking lever midway towards the fire setting instead of all way toward the fire setting, in that case the gun will only shoot out the inner needle and not the outer cannula.

Event description:
A report was received on 12june2020 indicating that during a MRI prostate biopsy the fully automatic biopsy needle (fabg) did not retract properly. This resulted in the fabg 18g 150mmmri needle entering the patients bladder.